Event description:
It was reported during the procedure to implant the scs ipg, the first lead connected properly to the ipg,however, the second lead could not be inserted into the ipg header. The procedure was completed with a replacement ipg without complications. The first ipg was sent to the manufacturer for evaluation.